Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification. A 4.0 x 200 mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance. The balloon of the pta balloon catheter ruptured on the first inflation at 14 atmospheres. An additional unspecified armada pta balloon catheter was used to successfully dilate the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and scanning electron microscopy inspections were performed and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.